Event description:
Styrofoam from tray of medline industries, minor pack, sticking to bulb of syringe. Potential for retained foreign body (styrofoam) if not caught by operating room staff. FDA safety report ID# (B)(4).